Event description:
During use, the luer-lock connection on the catheter became disconnected. There was no patient injury.what was the original intended procedure?ivc retrieval.device #1is this a laboratory device or laboratory test?no.